Manufacturer narrative:
Citation: rogers t et al. Contemporary transcatheter aortic valve replacement with third-generation balloon-expandable versus self-e xpanding devices. J interven cardiol. 2017; 9999:1-6. Doi: 10.1111/joic.12389 earliest date of e-publish/publish used for event date in no unique device identifier (serial/lot) numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature regarding transcatheter aortic valve replacement (tavr) with balloon-expandable versus self-expanding devices. All data were collected from a single center between 2013 and 2016. The study population included 257 patients (predominantly female; mean age 82 years), 74 of which were implanted with medtronic corevalve evolutr (serial numbers not provided). Among all patients adverse events included: migration, paravalvular leak (pvl), atrial fibrillation, complete heart block (chb) with permanent pacemaker implant, stroke, major bleeding, vascular complication, increased valve gradient, and valve-in-valve implant. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.